Event description:
It was reported via repair work order that the headend lift was stuck at an elevated position due to coupler, cpu and power coil cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.